Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported by the operator of the system 9800, that the cris was too large and the image was distorted making interpretation difficult. There was no adverse pt involvement reported. There was no pt info reported.